Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during an implant attempt on the right atrial lead, the helix would not retract back after extending it. The lead was not implanted. No patient complications have been reported as a result of this event.